Manufacturer narrative:
The reported event of failure to capture was confirmed. As received, a complete lead was returned in one piece. X-ray examination of the lead found over-torqued of the inner coil in the connector region consistent with the procedural damage. An internal short was found due to the over-torqued inner coil in the connector region. The cause of the reported event was due to the over-torqued inner coil in the connector region.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the lead failed to pace. The lead was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
Further information requested but was not received.